Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation, perforation (fallopian tubes)"), genital haemorrhage ("persistent bleeding"), perinatal depression ("psychological or psychiatric problems : ppd") and pregnancy with contraceptive device ("unwanted pregnancy, pregnancy (no complications)") in a (B)(6) female patient (gravida 5, para 5) who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy" and device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included multigravida, parity 5 ((B)(6) 1992, (B)(6) 1996, (B)(6)1998, (B)(6) 2004, (B)(6) 2011), bipolar disorder in 2004, agoraphobia, schizophrenia in 2004, cholecystectomy on (B)(6) 2009, discectomy on (B)(6) 2009, mitral valve prolapse on (B)(6) 2009, irritable bowel syndrome on (B)(6) 2009, back surgery in 2005 and gallbladder operation in 1993. Previously administered products included for pregnancy prevention: depo provera from 2004 to (B)(6) 2009. Concurrent conditions included type 2 diabetes mellitus, drug allergy, morbid obesity, manic depression since (B)(6) 2009, procedural bleeding, smoker, alcohol use, ulcerative colitis, vomiting since (B)(6) 2011, diarrhea since (B)(6) 2011, fibroadenoma of breast, ovarian cyst, cyst breast and phyllodes tumor. Family history included cardiomyopathy and copd. Concomitant products included glibenclamide (glyburide) for type 2 diabetes mellitus as well as hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), omeprazole (prilosec), oxcarbazepine (trileptal), quetiapine (seroquel), ropinirole hydrochloride (requip), trazodone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), perinatal depression (seriousness criterion medically significant), pelvic pain ("pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain(moderate to severe, worse with intercourse)") and mental disorder ("mental illness"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic salpingectomy (one side removal of fallopian tube) and tubal ligation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, perinatal depression, pelvic pain, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and mental disorder had not resolved and the genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2011. (B)(6) g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, mental disorder, nausea, pelvic pain, perinatal depression, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: delivery notes: 38 weeks 4/7; live birth without complications, child developmentally disabled due to medications used during pregnancy prior to knowing she was pregnant. On (B)(6) 2011 operative note: the right fallopian tube was then grasped with the and partial right salpingectomy including the essure device was then grasped and cut out with the ligasure device. The tube including the essure device were sent to pathology. Then the attention was centered to the left side of the procedure. Then a 3 cm of left fallopian tube were then coagulated with the ligasure device. Operation: left salpingectomy, right partial salpingectomy, left tubal fulguration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test - on (B)(6) 2009: positive. Smear cervix - on (B)(6) 2011: negative for intra epithelial lesion or malignancy. On (B)(6) 2011, right breast ultrasound was done. Large tubular heterogeneous mass was identified. There were cystic and solid components present. Biopsy is recommended in order to exclude malignancy. A phyllodes tumor is a consideration. Additional considerations include abscess or galactocele. The remaining breast appeared normal in echotexture. On (B)(6) 2011, office note: patient had nsts since 32 weeks and multiple ultrasounds, which were all within the normal range. On (B)(6) 2011, histopathology report showed gross: the amniotic membranes are smooth, glistening. The fetal surface is smooth, grayish white, glistening with evenly distributed blood vessels. Some fibrotic areas are noted especially at the periphery, but appear superficial. Positioned near the center is an umbilical cord measuring 43 cm. In length. The cord shows reduced coiling and on cut section shows three blood vessels. The maternal surface shows the usual hemorrhagic placental lobes. The margin of the placenta appears to be intact. Representative sections are submitted in 3 blocks. Microscopic: sections are of placenta and umbilical cord. The placenta shows numerous congested mature chorionic villi with prominent syncytial knots noted. Calcifications are noted. The umbilical cord shows three blood vessels. On (B)(6) 2011, histopathology report showed gross: a thickened roughened, pinkish yellow cystic structure, previously opened, also noted in the container is a yellow fat mass greatest dimension. Representative sections are taken in 4 blocks. Microscopic: multiple sections show large areas of post biopsy cystic degeneration and scar tissue with dense fibrosis, focal fat necrosis, dystrophic micro calcifications and mild chronic granulomatous inflammation, otherwise without residual tumor seen. On (B)(6) 2011, histopathology report showed gross: a portion of fallopian tube and apparent sterilization wire device identified in the container. Wire also attached to the adnexa area. Microscopic: sections are of fallopian tube without inflammation seen. Concerning the injuries in the case, the following ones were described in patient's medical records: post partum depression, pregnancy with contraceptive device, fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, historical drug and conditions, concomitant drugs and conditions, new events "perinatal depression, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower, mental disorder" added. Event perforation updated to fallopian tube perforation. Outcome for the events perinatal depression, nausea, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, fallopian tube perforation, fatigue, abdominal pain lower, mental disorder, mental disorder added as not recovered / not resolved. Pregnancy outcome updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation, perforation (fallopian tubes)"), genital haemorrhage ("persistent bleeding"), perinatal depression ("psychological or psychiatric problems : ppd") and pregnancy with contraceptive device ("unwanted pregnancy, pregnancy (no complications)") in a 34-year-old female patient (gravida 5, para 5) who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy" and device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included multigravida, parity 5 ((B)(6) 1992, (B)(6) 1996, (B)(6) 1998, (B)(6) 2004, (B)(6) 2011), bipolar disorder in 2004, agoraphobia, schizophrenia in 2004, cholecystectomy on (B)(6) 2009, discectomy on (B)(6) 2009, mitral valve prolapse on (B)(6) 2009, irritable bowel syndrome on (B)(6) 2009, back surgery in 2005 and gallbladder operation in 1993. Previously administered products included for pregnancy prevention: depo provera from 2004 to (B)(6) 2009. Concurrent conditions included diabetes in pregnancy, drug allergy, morbid obesity, manic depression since (B)(6) 2009, procedural bleeding, smoker, alcohol use, ulcerative colitis, vomiting since (B)(6) 2011, diarrhea since (B)(6) 2011, fibroadenoma of breast, ovarian cyst, cyst breast and phyllodes tumor. Family history included cardiomyopathy and copd. Concomitant products included glibenclamide (glyburide) for type 2 diabetes mellitus as well as hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), omeprazole (prilosec), oxcarbazepine (trileptal), quetiapine (seroquel), ropinirole hydrochloride (requip), trazodone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), perinatal depression (seriousness criterion medically significant), pelvic pain ("pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain(moderate to severe, worse with intercourse)") and mental disorder ("mental illness"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic salpingectomy (one side removal of fallopian tube) and tubal ligation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, perinatal depression, pelvic pain, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and mental disorder had not resolved and the genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-042701). The vaginal delivery occurred on (B)(6) 2011. 3080g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, mental disorder, nausea, pelvic pain, perinatal depression, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: delivery notes: 38 weeks 4/7; live birth without complications, child developmentally disabled due to medications used during pregnancy prior to knowing she was pregnant. (B)(6) 2011 operative note: the right fallopian tube was then grasped with the and partial right salpingectomy including the essure device was then grasped and cut out with the ligasure device. The tube including the essure device were sent to pathology. Then the attention was centered to the left side of the procedure. Then a 3 cm of left fallopian tube were then coagulated with the ligasure device. Operation: left salpingectomy, right partial salpingectomy, left tubal fulguration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Pregnancy test - on (B)(6) 2009: positive. Smear cervix - on (B)(6) 2011: negative for intra epithelial lesion or malignancy on (B)(6) 2011, right breast ultrasound was done. Large tubular heterogeneous mass was identified. There were cystic and solid components present. Biopsy is recommended in order to exclude malignancy. A phyllodes tumor is a consideration. Additional considerations include abscess or galactocele. The remaining breast appeared normal in echotexture. On (B)(6) 2011, office note: patient had nsts since 32 weeks and multiple ultrasounds, which were all within the normal range. On (B)(6) 2011, histopathology report showed gross: the amniotic membranes are smooth, glistening. The fetal surface is smooth, grayish white, glistening with evenly distributed blood vessels. Some fibrotic areas are noted especially at the periphery, but appear superficial. Positioned near the center is an umbilical cord measuring 43 cm. In length. The cord shows reduced coiling and on cut section shows three blood vessels. The maternal surface shows the usual hemorrhagic placental lobes. The margin of the placenta appears to be intact. Representative sections are submitted in 3 blocks. Microscopic: sections are of placenta and umbilical cord. The placenta shows numerous congested mature chorionic villi with prominent syncytial knots noted. Calcifications are noted. The umbilical cord shows three blood vessels. On (B)(6) 2011, histopathology report showed gross: a thickened roughened, pinkish yellow cystic tructure, previously opened, also noted in the container is a yellow fat mass greatest dimension. Representative sections are taken in 4 blocks. Microscopic: multiple sections show large areas of post biopsy cystic degeneration and scar tissue with dense fibrosis, focal fat necrosis, dystrophic micro calcifications and mild chronic granulomatous inflammation, otherwise without residual tumor seen. On (B)(6) 2011, histopathology report showed gross: a portion of fallopian tube and apparent sterilization wire device identified in the container. Wire also attached to the adnexa area. Microscopic: sections are of fallopian tube without inflammation seen. Concerning the injuries in the case, the following ones were described in patient's medical records: post partum depression, pregnancy with contraceptive device, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation, perforation (fallopian tubes)'), genital haemorrhage ('persistent bleeding'), perinatal depression ('psychological or psychiatric problems : ppd') and pregnancy with contraceptive device ('unwanted pregnancy, pregnancy (no complications)') in a 34-year-old female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy" in october 2010 and device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's medical history included mitral valve prolapse on (B)(6) 2009, cholecystectomy on (B)(6) 2009, discectomy on 18-nov-2009, irritable bowel syndrome on (B)(6) 2009, back surgery in 2005, bipolar disorder in 2004, schizophrenia in 2004, gallbladder operation in 1993, multigravida, parity 5 (B)(6) 1992, (B)(6) 1996, (B)(6) 2021998, (B)(6) 2004, (B)(6) 2011 and agoraphobia. Previously administered products included for pregnancy prevention: depo provera from 2004 to november 2009. Concurrent conditions included vomiting since (B)(6) 2011, diarrhea since (B)(6) 2011, manic depression since (B)(6) 2009, diabetes in pregnancy, drug allergy, morbid obesity, procedural bleeding, smoker, alcohol use, ulcerative colitis, fibroadenoma of breast, ovarian cyst, cyst breast and phyllodes tumor. Family history included cardiomyopathy and copd. Concomitant products included glibenclamide (glyburide) for type 2 diabetes mellitus as well as acetylcarnitine hydrochloride (neurotin), benproperine phosphate (norcol), buprenorphine hydrochloride;naloxone hydrochloride (suboxone), duloxetine hydrochloride (cymbalta), eszopiclone (lunesta), hydromorphone hydrochloride (dilaudid), hydroxyzine, metoclopramide hydrochloride (reglan), mirtazapine (remeron), omeprazole (prilosec), ondansetron (zofran melt), oxcarbazepine (trileptal), pramipexole dihydrochloride (mirapex), quetiapine fumarate (seroquel), ropinirole hydrochloride (requip), trazodone, ziprasidone and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain ("pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), perinatal depression (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain(moderate to severe, worse with intercourse)"), mental disorder ("mental illness"), anxiety ("psychological or psychiatric problems :anxiety"), depression ("psychological or psychiatric problems :depression") and bipolar disorder ("psychological or psychiatric problems :bipolar") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy (one side removal of fallopian tube) and tubal ligation on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, perinatal depression, pelvic pain, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and mental disorder had not resolved and the genital haemorrhage, pregnancy with contraceptive device, anxiety and bipolar disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2018-042701). The vaginal delivery occurred on (B)(6) 2011. 3080g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, mental disorder, nausea, pelvic pain, perinatal depression, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: delivery notes: 38 weeks 4/7; live birth without complications, child developmentally disabled due to medications used during pregnancy prior to knowing she was pregnant. 29jun2011 operative note: the right fallopian tube was then grasped with the and partial right salpingectomy including the essure device was then grasped and cut out with the ligasure device. The tube including the essure device were sent to pathology. Then the attention was centered to the left side of the procedure. Then a 3 cm of left fallopian tube were then coagulated with the ligasure device. Operation: left salpingectomy, right partial salpingectomy, left tubal fulguration. Date(s) of removal: (B)(6) 2011 discrepancy. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Pregnancy test - on (B)(6) 2009: results: positive.. Smear cervix - on (B)(6) 2011: results: negative for intra epithelial lesion or malignancy. On (B)(6) 2011, right breast ultrasound was done. Large tubular heterogeneous mass was identified. There were cystic and solid components present. Biopsy is recommended in order to exclude malignancy. A phyllodes tumor is a consideration. Additional considerations include abscess or galactocele. The remaining breast appeared normal in echotexture. On (B)(6) 2011, office note: patient had nsts since 32 weeks and multiple ultrasounds, which were all within the normal range. On (B)(6) 2011, histopathology report showed gross: the amniotic membranes are smooth, glistening. The fetal surface is smooth, grayish white, glistening with evenly distributed blood vessels. Some fibrotic areas are noted especially at the periphery, but appear superficial. Positioned near the center is an umbilical cord measuring 43 cm. In length. The cord shows reduced coiling and on cut section shows three blood vessels. The maternal surface shows the usual hemorrhagic placental lobes. The margin of the placenta appears to be intact. Representative sections are submitted in 3 blocks. Microscopic: sections are of placenta and umbilical cord. The placenta shows numerous congested mature chorionic villi with prominent syncytial knots noted. Calcifications are noted. The umbilical cord shows three blood vessels. On (B)(6) 2011, histopathology report showed gross: a thickened roughened, pinkish yellow cystic tructure, previously opened, also noted in the container is a yellow fat mass greatest dimension. Representative sections are taken in 4 blocks. Microscopic: multiple sections show large areas of post biopsy cystic degeneration and scar tissue with dense fibrosis, focal fat necrosis, dystrophic micro calcifications and mild chronic granulomatous inflammation, otherwise without residual tumor seen. On (B)(6) 2011, histopathology report showed gross: a portion of fallopian tube and apparent sterilization wire device identified in the container. Wire also attached to the adnexa area. Microscopic: sections are of fallopian tube without inflammation seen. Concerning the injuries in the case, the following ones were described in patient's medical records: post partum depression, pregnancy with contraceptive device, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received-new event anxiety depression, bipolar disorder was added. Concomitant drug was added. Reporters information was added. Onset date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.